Event description:
Customer called to report hospitalization due to low blood glucose. Customer stated that he fell and hit his head due to treating from the sensor graph and not the blood glucose. The customer is wearing the sensor for six days. Advised customer not to wear the sensor past three days. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, basic occlusion, excessive no delivery alarm test. Unit was programmed with test 6 glucose simulator and a minilink. The sensor feature worked properly. Unit had scratched display window.